Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered a high energy shock to the patient, which was not successful in converting the patient out of an arrhythmia. Additionally, following the delivered shock, a low impedance error message was displayed. Several additional shocks were delivered to the patient; however, all shocks were unsuccessful in converting the patient out of the arrhythmia, which eventually resulted in the patient's death.